Event description:
It was reported that a patient had mesh implanted one month ago, and had a one centimeter skin reaction directly above the mesh on an unknown date. The site was necrotic and was opened up to remove the dead skin. The wound is four to five centimeters deep. The patient is receiving antibiotics currently, and is seeing a wound care specialist. This is the first hernia surgery for this patient. The size of the abcess has not increased or decreased over the past month.

Manufacturer narrative:
Date sent to the FDA: 10/15/2009. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.